Event description:
Reference manufacturer number: 1627487-2020-22872. It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances on the lead(s) was reported to abbott. No intervention is planned at this time. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances on the lead(s) was reported to abbott. The patient system was replaced and therapy was confirmed. The devices were not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-03434. It was reported the patient was unable to enter MRI mode on their scs system due to high impedances on several contacts. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.